Manufacturer narrative:
(B)(4). (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture."

Event description:
Healthcare professional reported "MRI result requested due to pain, shape disfiguration and palpable prosthesis borders. In the left breast. Result: implant rupture." Device has been replaced with non-allergan device.

Event description:
Healthcare professional reported "MRI result requested due to pain, shape disfiguration and palpable prosthesis borders.. In the left breast. Result: implant rupture." Device has been replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Pain: unable to confirm as it is a medical event not related to the device. Additional observations: red particles observed on the surface of the shell. No further actions are required as the device was implanted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.